Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient harm.

Manufacturer narrative:
Additional information: h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.